Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: the device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: a review of the black box revealed two power on reset events associated with a routine battery change. There was no evidence of an unexplained power issue observed. There was no damage found to returned battery cap or battery compartment. During evaluation, the pump was booted to the verify screen with the audible and vibratory features working appropriately. The pump was exercised for 24 hours with no power interruptions duplicated. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit. The reported power issue was not duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to have pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.